Event description:
It was reported the device was used in an hernia procedure. It was reported the staples malformed. Another device was used to complete the case. There was no consequence to the patient.